Manufacturer narrative:
No unexpected button error alarms or rewind anomalies noted during testing. Insulin pump passed displacement test and rewind test. Intermittent button response on the act button due to moisture damage on keypad traces noted. Minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker . (B)(4).

Event description:
Customer reported via phone call to have received two button error alarms within thirty minutes. Customer also reported that the act button was not responding. Customer's blood glucose was 212 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.